Event description:
Customer states he's had the product for less then 3 weeks and the plastic came out while he was brushing his teeth. He said the toothbrush was less than a month old and the two elastomer pieces came out. Consumer threw brush away.